Event description:
Customer returned alarm driver pca from device without any failure details. When they were contacted to obtain this info, they stated that a malfunction of the pca or connection to the pca allegedly caused no alarms to sound on the unit. This was found during maintenance.